Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent cervical anterior disc replacement procedure. It was reported that approximately four (4) years post-op, the prothesis was discovered to be "dislocated". The device is still implanted without any clinical findings or complications.